Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During placement of a PICC, the PICC became malpositioned and "flipped towards the shoulder." When repositioning the PICC was attempted, the PICC fractured, and only 3cm of the catheter came out when extraction was attempted, leaving 28cm in the patient. The patient was taken to the operating room and to the cath lab due to the thrombus, or the portion that remained in the body, in the pulmonary artery. This portion of the catheter was eventually able to be removed and is still being evaluated by pathology at hospital (as of (B)(6)2025). Sample is available.